Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, customer reported removing or adding insulin outside of the load sequence. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose level was 143 mg/dl.